Manufacturer narrative:
The reported complaint of no readings was confirmed on the returned set. An image was provided by the customer showing the involved set. No visual anomalies were observed on the returned set. The transducer was electrically tested, and the transducer was able to be zeroed but could not obtain a reading. The transpac on this set is a vendor manufactured part. The probable cause of the transpac unable to obtain reading had occurred due to a vendor related manufacturing defect. A corrective action is in process. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date and involved a transpac¿ it monitoring kit, 84" pressure tubing, 3ml flush device, un-bonded macrodrip where it was reported there was dampening of arterial lines. The event was noted during infusion. There was patient involvement and no human harm as the result of the event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.